Event description:
This spontaneous report (B)(4) from the united states of america was reported by a female consumer (age unspecified) via the web who posted "unfortunately, the product caused chemical burns on my face, which have resulted in permanent scarring" after using *hero mighty patch original and *hero mighty patch surface*. Consumer reported topically using hero mighty patch original and *hero mighty patch surface on (B)(6) 2025. Injury was reported on (B)(6); according to consumer "serious concern regarding chemical burns and permanent scarring from mighty patch. Dear mighty patch customer support, I am reaching out to report a serious issue I experienced after using your mighty patches back in (B)(6). Unfortunately, the product caused chemical burns on my face, which have resulted in permanent scarring. This has been very distressing, and I wanted to bring this to your attention." Follow-up (1): upon internal review, *reporter's contact details* were added. Suspect products details were updated (from hero mighty patch unspecified to *hero mighty patch original 36 count*). New product added *hero mighty patch surface*. Note: case #(B)(4) is cross-linked with case #(B)(4) (same consumer). The consumer also used hero mighty patch surface, and the relevant details have been captured in case #(B)(4). This case will be submitted as a separate submission.

Manufacturer narrative:
Not avail.

Manufacturer narrative:
Not avail.

Event description:
This spontaneous report (B)(4) from the united states of america was reported by a female consumer (age unspecified) via the web who posted, (unfortunately, the product caused chemical burns on my face, which have resulted in permanent scarring) after using hero mighty patch unspecified. On an unspecified date, the consumer reported initiating use of hero mighty patch unspecified via the topical route. Later, the consumer reported via web, "serious concern regarding chemical burns and permanent scarring from mighty patch. Dear mighty patch customer support, I am reaching out to report a serious issue I experienced after using your mighty patches back in (B)(6). Unfortunately, the product caused chemical burns on my face, which have resulted in permanent scarring. This has been very distressing, and I wanted to bring this to your attention." No additional information was available. The action taken with hero mighty patch unspecified was not available. The outcome of the event was not available.